Manufacturer narrative:
The subject device is not available.

Event description:
During coil embolization procedure, it was reported that an unspecified medical intervention was administered to the patient. There were no clinical consequences to the patient. No additional information is available.

Manufacturer narrative:
Product available to stryker - corrected. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the delivery wire and main coil were kinked. During functional evaluation resistance was experienced when advancing the coil through the introducer sheath. It is likely that damage sustained to the main coil occurred during the clinical procedure and that this contributed to the friction experienced during analysis. The kink to the delivery wire is likely related to handling. No other anomalies were found. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The exact cause for the reported medical intervention could not be definitively determined. However, it is possible that procedural factors may have contributed to the event leading to the un-specified medical intervention reported. Based on the information available, an assignable cause of operational context was assigned to this event.

Event description:
During coil embolization procedure, it was reported that an unspecified medical intervention was administered to the patient. There were no clinical consequences to the patient. No additional information is available.